Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The stylet test confirmed blockage at terminal connector area of lead due to foreign material (fm). A visual of the fm shows that it is likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
Boston scientific received information that during an implant, it was attempted to pass guidewire, it was started at terminal pin, attempting to back load/front load right at terminal pin. Not sure if it was flushed something in them. The lead was never in the patient's body. The lead was replaced. No adverse patient effects were reported.